Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had allowed one additional dispense beyond the ordered quantity without requiring override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had allowed one additional dispense beyond the ordered quantity without requiring override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system allowed one more to dispense than the number of orders without requiring an override. The technical support specialist found that the multiple medications dispensed from the pyxis system for a specific patient between 15:00 and 18:00 were duplicated, each occurring exactly 8 minutes and 8 seconds after the original dispense¿except for tamsulosin, which had a 9-minute and 58-second gap due to a drawer malfunction. The tss reviewed device logs and confirmed that the duplicate dispenses were not physical actions but likely a system or server glitch. The future task warning was displayed and bypassed by the user, which is permitted within the configured time window. The tss recommended user be reminded to carefully review and heed system warnings to prevent similar issues. It was verified that the medication did not have a "too close to remove" restriction, and the station did not require a "too close" warning. Log records showed that a notice was displayed and bypassed, specifically during the second pull at 15:56, where the logs indicated the screen was triggered. The issue was discussed with the customer and confirmed the findings. The system functioned as intended after the technical support specialist verified the device.